Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, it was suspected that the valve did not fully expand due to the calcium burden in the leaflets and the annulus. The valve was removed from the patient. A balloon aortic valvuloplasty (20 mm) was performed. A new valve was then implanted and an additional post implant balloon aortic valvuloplasty (23 mm) was performed, again due to the calcium burden. One month post implant mild paravalvular leak (pvl) was reported. No treatment was prescribed. No adverse patient effects were reported. Additional information was reported that approximately four years and eleven months following implant, an echocardiogram indicated worsening paravalvular leak (pvl) from mild to moderate. No treatment was required. No adverse patient effects were reported. Additional information was received that the patient remained asymptomatic. Additional information was received that approximately nine years and two months after the valve was implanted, severe aortic insufficiency was identified. Subsequently, a repeat transcatheter aortic valve replacement procedure was planned as treatment.